Event description:
A healthcare professional reported via literature retained viscoat and intraocular pressure after phacoemulsification stated that the patient had intraocular pressure elevation (50 mmhg) after cataract surgery and treated by anterior chamber decompression through the side-port incision.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. W. P., a. M. Retained viscoat and intraocular pressure after phaceomulsification.indian j ophthalmol 1999;47:237-240. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections h.6., and h.10. All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. Adverse events are followed-up by medical safety. No product returned for evaluation. Inconclusive, no product returned: as no product returned and all initial testing results are within specification a conclusive root cause could not be determined. All batches are released according to the required specifications. No product returned/insufficient information: as no product is returned, the complaint could not be verified and therefore no CAPA is initiated. However further trending is performed the manufacturer internal reference number is:(B)(4).